Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the green cable due to it was bent at the lemo connector and was causing green cable errors. The site was unable to duplicate the customer complaint of blue cable or wrong probe errors. The safety latch was replaced due to being worn. The e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during initialization blue, green, and wrong probe errors occurred. These errors occurred also during the breast biopsy. The samples were taken successfully. No pt consequence.